Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stem. It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Event description:
The patient's left hip was revised due to pain, corrosion and pseudo tumor.